Event description:
It was reported that pump battery drained close to full capacity within about 12 hours and that charging was extremely slow. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding outcome or any corrective actions taken.